Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a mastectomy on (B)(6) 2011 and a drain was placed. On (B)(6) 2011, the patient went to the emergency room as drainage had increased from approximately eighty milliliters per day to two hundred milliliters per day and the exudate was turbid yellow. The patient was prescribed intravenous antibiotics. The scheduled axillary clearance was performed the next day as planned.